Event description:
A pt reported experiencing inaccurate low results with a ultra meter. The pt's blood glucose results were 53mg/dl vs lab of 83mg/dl tests were done within 30 minutes with a difference of 35%. Pt did not experience any adverse events.